Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file was unable to confirm the report of a recurrence of pump stop alarms. The account suspected that the cause of the alarms was the previously suspected driveline damage; however, a specific cause could not be conclusively determined through this evaluation. It was reported on (B)(6) 2020 that the patient reported a recurrence of pump stop alarms in late july or early august. The account suspected the cause of the pump stop alarms was the previously diagnosed short-to-shield. Due to the prior driveline repair on (B)(6)2019 (captured under MFR. Report # 2916596-2019-05332), there was not enough of the original driveline for another repair. The patient was reportedly asymptomatic, and the plan was to continue to monitor the patient. A review of the submitted log file from 27aug2020 through 22sep2020 found that the pump maintained a stable speed without issue. The reported event was unable to be confirmed as the log file did not contain data from the time of the event. The system appeared to be operating as intended and there were no notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 13dec2017 via customer order (B)(6). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date was estimated. The referenced prior short to shield and driveline repair are reported in MFR. Report #2916596-2019-05332 no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient reported a recurrence of pump stop alarms in late july or early august. The log file did not capture any unusual events as the review cannot go as far back as early august. The patient has a history of pump stops, and driveline repair. The patient was asymptomatic, and will continue to be monitored as another repair is not possible. The site reported they suspected the alarms are related to prior short to shield.